Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. Once the left ventricular was placed, the guidewire could not be removed from the lead. The wire was jammed into the lead and could not be removed. The lead was not used and replaced successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.